Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. The medtronic field rep conducted an onsite investigation that suggested the issue was caused by the system's magnet. Replacement of system and system cable resolved the issue. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. The system and the system cable were returned to the manufacturer for analysis. Both devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported the emitter had a red x, however, the emitter was on. He checked the navigation system which was showing "8" indicating a communication error, and the interface was showing not connected. After re-seating the usb connector, usb view was still showing red on the system (changed usb port twice). There was no patient present when this issue was identified.